Event description:
It was reported that following an unrelated aortic valve procedure, the patient experienced complete heart block. A temporary pacemaker was implanted into the neck. However, when the patient was transferred to the recovery ward, loss of pacing was observed from this right ventricular (rv) lead. Diagnostic imaging was performed which confirmed the rv lead had dislodged from the implant location. The lead was subsequently surgically repositioned and an implantable pacemaker was placed to resolve the event. The patient was stable and this rv lead remains implanted and in-service,